Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that is displaying symptoms of erosion. Reportedly, the skin is blanched in appearance in two small areas at the header site. There were no additional adverse effects reported. A decision was made to monitor this issue.

Event description:
Additional information was received. Five months later, during a follow up visit, no further observations of erosion were observed. A decision was made to leave this device implanted. During interrogation, six mode switches due to farfield oversensing were observed. The device was reprogrammed and remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.